Event description:
It was reported that a large volume infusor experienced no flow, where approximately half the drug solution was remaining after two days of infusion for folfox therapy (unspecified combination of drugs). The infusor was filled according to procedure; it was filled slowly in a vertical position, air was removed and priming was successful as flow was verified. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with approximately 90 ml of fluid in its bladder. A visual inspection found no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was then performed in which the unit was observed for flow issues after the distal luer cap was removed. During the test, flow was observed from the distal luer and continued without stopping. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the reported condition could not be verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.